Event description:
It was reported that during a meniscus repair procedure, t1 and t2 were deployed simultaneously. T1 was removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is bent. The actuator is in its post t2 position indicating a complete deployment. No ts or suture remain on the delivery needle. T2 and a short length of suture were returned for examination. T2 shows no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely.